Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump and transmitter were being worn on opposite sides of the body. The customer reportedly moved the transmitter and pump closer together and connection resumed.